Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13782; related manufacturer reference number: 2017865-2021-13783. It was reported that the patient presented to the clinic due to dislodging their right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. The physician was able to successfully re-position the ra and lv leads on (B)(6) 2021. While attempting to re-position the rv lead, the helix of the lead would not extend and the lead was explanted. Multiple attempts at sticking the subclavian vein for a new lead resulted in the patient becoming hemodynamically unstable due to a suspected perforation of the lungs or aorta. The physician abandoned implanting a new rv lead due to the patient condition. The patient stabilized in the hospital.